Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a cystectomy procedure the instrument (jaw) did/could not open. Mechanical defect. No further information is available. No patient consequences reported. Procedure was completed with same like device.